Manufacturer narrative:
A review of the device history records for the reported finished good lot and raw material components was performed and no quality issues were identified. Sterile samples from the reported lot were not returned for visual review and testing. The actual devices or magnified photos were not returned for review. If samples or photos become available at a later time, they will be reviewed and tested and the results will be included in the file. A follow-up report will be submitted at that time. A potential root cause for a needle detaching when slightly tugged during a procedure could be that the suture was not fully inserted within the end of the needle during the manufacturing process. It¿s also possible the device(s) are being grasped on or near the swaged end, damaging the suture, allowing it to break free from the needle component. The ¿precautions¿ section in the IFU for the device states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point¿. Without reviewing and receiving the actual reported device(s), receiving magnified photos of the actual devices, or receiving detailed information regarding the method utilized to remove the device from the packaging, preoperative preparation of the device, tools utilized to grasp the devices, details of the procedure performed, or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
On july 30, 2024, it was reported that during a surgical procedure the needle was detached and fell into the patient requiring surgical intervention to be retrieved. No pieces were left in the patient and no additional injuries were reported.